Event description:
Per the clinic, the patient experienced beeping noise, poor performance with the device use, tinnitus with and without stimulation and elevated impedance leading to non-use of the device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted (specific date not reported) and reimplant the patient with another cochlear device.

Manufacturer narrative:
Device analysis report attached.